Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that system hang up. Fse found that the xray had no response and not working, system communication error has occurred intermittently. Fse suspected hard disk error and replaced host pc hard disk, installed software and performed ghost restore. After replacement of host pc hdd and restored ghost image, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced a hard disk, and restored the ghost backup. The device was returned to expected functionality.